Event description:
In 2005, the clinician deployed two gore tag thoracic endoprosthesis, for the treatment of a thoracic aneurysm. A tg3420 was implanted proximally and a tg3720 was implanted distally. After the successful implantation of the devices, a distal type I endoleak was detected. A tg4010 was subsequently implanted; however, the implant was unsuccessful in treating the endoleak. It was determined by the clinician to observe the endoleak to see if it would resolve itself. While the pt recovered in the hosp, the pt experienced a respiratory arrest and died 8 days later. As reported, the clinician did not believe the implant contributed to the pt's death; however, the death may have been related to the procedure.